Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally. Maquet (B)(4) is performing additional investigation.

Event description:
The customer reported that on (B)(6), 2010 while the unit was in use on a patient, the unit shutdown without alarm. After the unit was cycled off/on, pumping was resumed. No patient injury was reported.